Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up arrow keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/26/2015 with the following findings: the keypad was found to be intact. The up arrow keypad button was found to be intermittently responsive during investigation. The keypad cover was removed to inspect under the contacts; contamination was found under all keypad contacts. Unrelated to the complaint, the display screen was found to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was found to be cracked on the side of the battery compartment from the threads, traveling down along the bumper, toward the case seal and at the threads above the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.